Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1710034-2023-01035 was sent in error. (Catheter bonded to needle (tip adhesion) is not considered to be a reportable malfunction. MFR#: 1710034-2023-01035 is void as a result.

Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the needle did not properly retract. This occurred 88 times. There was no report of patient impact. The following information was provided by the initial reporter: customer tried to retract the needle by pushing the button and it would not retract.

Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the needle did not properly retract. This occurred 88 times. There was no report of patient impact. The following information was provided by the initial reporter: customer tried to retract the needle by pushing the button and it would not retract.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.